Event description:
The user facility reported a 88-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient on impella cp support expired due to multiple organ failure secondary to septic shock due to infection. The route of infection is unknown, and there were signs before the impella insertion but impella relationship to the infection is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Manufacturer narrative:
The investigation for the sepsis has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues sepsis could not be determined. The instructions for use referenced in the initial report is for the cp with smartassist in section: table 3.2 impella catheter components. In accordance with updated procedures, sections h10 have been revised from the initial submission.